Event description:
Additional information reported that the device was replaced at the time of explant. There were no patient consequences or symptoms throughout.

Manufacturer narrative:
The complaint of longevity overestimation was not confirmed. The device was received from the field with battery voltage at elective replacement indicator level. Analysis of the device image and longevity assessment did not reveal any anomalies. Analysis was normal.

Event description:
It was reported that the patient presented for a follow up in clinic. The patient's pacemaker exhibited battery longevity overestimation. There were no interventions and no patient consequences.

Event description:
Additional information reported that the pacemaker was explanted.